Event description:
Customer reported via phone call that there is a no delivery alarm. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarms noted during our testing. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.